Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose level. Customer's blood glucose level was 600mg/dl. Customer stated that customer was high due to insulin flow blocked problem. Customer treated high blood glucose level with syringe. Customer reported they have contacted their healthcare professional regarding the high blood glucose. Customer was assisted in performing a 5.0u fill cannula. Customer stated the insulin exited. Insulin pump will not be returned for analysis.